Event description:
It was reported that there were uneven surfaces, incomplete rings, and the rings merged at some points in the tecnis multifocal acrylic lens. The lens was explanted after the patient complained of distorted vision. The lens was replaced with another product. The lens was not returned. The original implant date of the lens was not provided.

Manufacturer narrative:
(B)(6). (B)(4). Placeholder.

Manufacturer narrative:
Corrected data: expiration date has been corrected to: 06/26/2017. Device manufacture date has been corrected to: 07/26/2012. All pertinent information available to abbott medical optics has been submitted. Placeholder.